Event description:
A medtronic representative reported that during a l3-4 tlif the surgeon was 1-3 mm inaccurate. The inaccuracy was noticed during navigation. They were using the imaging and navigation system for this case. The surgeon did not replace any screws and the surgery was completed with navigation. There was no injury to the patient.

Manufacturer narrative:
The system has been used successfully since the reported issue with no allegation of malfunction. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to determine root cause with available information.

Manufacturer narrative:
Patient identifier and weight were not available from the site. No parts or files have been received by the manufacturer.

Manufacturer narrative:
Patient ID and weight provided.